Manufacturer narrative:
This report is submitted on august 10, 2021.

Event description:
Per the clinic, the patient experienced a skin-flap breakdown resulting in an infection which was treated with a topical antibiotic.